Event description:
The distributor reported that there was a foreign matter in the product. The product was not used on patient. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
E1: complainant street address: (B)(6). Batch record review: lot 2k01763 was manufactured on 19/oct/2022, in bodolay line, with a total of (B)(4) market units (mkus). Compliance engineer performed a batch record review on 24/jan/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material ID 1704768 and manufacturing order (B)(4). Therefore, no discrepancy related to this issue were found within the documentation. Photograph, video and/or physical sample evaluation: there are photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Conclusion summary of the related event: based on the revision of the observation of the processes involved, interviews to the personnel of the line and the expertise of the triage team, this failure mode was attributed to the following probable causes: method: dirty carts to transport materials. Dirty trays. Mixers with residues from previous mixtures. Manpower: inadequate transfer of materials. Inadequate electrocuting lamp maintenance. Corrective and preventive actions identified will be taken through CAPA plan. The investigation associated related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. Based on the available information, this event is deemed to be a reportable malfunction. . To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003